Manufacturer narrative:
The complaint of leaks on item ch-14 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history review (DHR) review couldn't be performed due to the lot number for this complaint was unknown.

Event description:
It was reported that a chemoclave vented bag spike was reported to have generated a leak during patient use. The reporter stated, "leakage from the air vent". The event happened during infusion. Unknown if the device was used for chemo. There was no bleed back. A sample picture was not provided. There is no patient harm reported.